Event description:
Per the clinic, the patient experienced recurrent skin irritations, cellulitis and an infection at the abutment site. The patient underwent a skin revision surgery on (B)(6) 2017 where the abutment was removed and the site was cauterized. The patient was reimplanted with a new device on (B)(6) 2018.